Event description:
This is a relatively new device used to wash and disinfect surgical instruments. The sales rep was present on site supervising the installation of another washer /disinfector in sterile processing. There was a report that some instruments in the operating room had a white powder residue after sterilization. The device evidently had clogged drains due to accumulating lint from towels that were used in assembling the baskets prior to washing but the towels were not used in the washer. The instruments were not rinsed well. Further follow up revealed the need for periodic cleaning of the traps and the instruments are inspected after they are removed from the washer/sterilizer. The instruments are wet at that time and a residue cannot be seen prior to steam sterilization.